Manufacturer narrative:
(B)(4). No product will be returned for analysis. The manufacturing record evaluation cannot be reviewed as the lot number has not been provided.

Event description:
It was reported that a patient underwent an anterior cervical discectomy, acdf, on an unknown date and an absorbable hemostat was used.  Following the procedure, the patient experienced a post-operative bleed and development of a hematoma.  The patient underwent reoperation.  Following the reoperation, the patient had no other consequences.  No additional information was provided.